Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work anymore was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was confirmed that the device had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn motor, sticky trigger, moving parts did not move smoothly-trigger and component damage. It was further determined that the device failed pretest for check for sticky triggers and check the attachment coupling. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.